Event description:
It was reported, that after plus or minus three (3) weeks, there was brown liquid in the cuff. The device was reportedly pre-tested and there was no leaks detected. There was no reported pt injury and/or change in therapy. The reported device was returned to the MFR and forwarded to the analytical lab for decontamination, analysis and investigation.